Event description:
It was reported that the patient had a ¿sudden onset¿ of ¿problems with their right side from hip area going down leg¿ which started right after implant surgery. Increasing setting ¿made the pulling worse¿ so the settings were decreased; the pulling sensation had not subsided. At a post- op check a little over two weeks after implant the patient complained of pain over the anterior right thigh and right hip. Rest, nsaids and time were actions that were taken to resolve the issue and the anterior thigh pain resolved a little over two weeks after implant. The patient had noticed increased twitching of her right foot and calf. The implantable neuro stimulator (ins) settings were decreased to zero but there was still a minor sensation. The patient had pain and irritation over the incision. Urinary frequency and feelings of urinary urgency improved while the device was on. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).